Manufacturer narrative:
(B)(4). Insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to verify lost sensor alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response.

Event description:
Customer reported via phone call that the insulin pump was not communicating with the transmitter. The customer blood glucose level was unknown. The device will not be returned for analysis.